Manufacturer narrative:
(B)(4). Lead testing was complete and no further information was available.

Manufacturer narrative:
(B)(4). A boston scientific crm field representative reported noise could be clinically created but was not sensed by the device, and all lead measurements were stable. A boston scientific crm technical services consultant (ts) discussed additional troubleshooting strategies and the possibility of a patient cold or upper respiratory illness contributing to the noise. The representative speculated it also could be a result of sleep apnea, based on the time of the episodes and the lead's location. This event will be reopened and updated if additional information is received. Additional information was received that the lead was later explanted for an unspecified reason. The lead was returned for reliability analysis. The proximal segment measuring 436 mm was returned. Dried body fluid was present through-out the entire lead lumen and the rate/sense portion of the lead was bunched 111 mm to 378 mm from the terminal pin. Lead on lead abrasion at 235 mm to 240 mm from the terminal pin. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) and right ventricular (rv) lead were associted with noise that resulted in pacing inhibiton, diverted shock episodes, and a non-sustained ventricular tachycardia episode. There was no report of adverse patient effects, and the device remains implanted and in service.